Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device at the product assessment center (pac) and was able to verify reported issue. It was observed that the hlc's were fully depleted. Device logs indicate that the hlc's have been depleted since at least may of 2019. The root cause of the reported issue was determined to be due to the not properly maintaining of the device which led to an early end of life for bt2 and bt3.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involved in the reported event.